Event description:
The patient was administered IV sedation, pain medication, and general anesthesia. During procedure a total of 13 treatments were delivered. There were no device observations or adverse events during the procedure. The patient was discharged with an indwelling catheter which was removed 7 days post procedure. The patient was reported to have experienced anejaculation at 76 days post the index procedure; however, the patient anejaculation resolved without action. The investigator assessment for the patient anejaculation symptom in relationship to the device and procedure was assessed as probably related. Adjudication by the clinical end point committee (cec) assessed that the patient symptom of anejaculation was possible related to the treatment and unlikely related to the device. No further information is available.

Manufacturer narrative:
Event description: updated to reflect endpoint adjudication committee assessment of the patient symptoms of anejaculation.

Manufacturer narrative:
Event description corrected to reflect anejaculation being experienced at 76 days post procedure.

Event description:
The patient was administered IV sedation, pain medication, and general anesthesia. During procedure a total of 13 treatments were delivered. There were no device observations or adverse events during the procedure. The patient was discharged with an indwelling catheter which was removed 7 days post procedure. The patient was reported to have experienced anejaculation at 76 days post the index procedure; however, the patient anejaculation resolved without action. The investigator assessment for the patient anejaculation symptom in relationship to the device and procedure was assessed as probably related.

Event description:
The patient was administered IV sedation, pain medication, and general anesthesia. During procedure a total of 13 treatments were delivered. There were no device observations or adverse events during the procedure. The patient was discharged with an indwelling catheter which was removed 7 days post procedure. The patient was reported to have experienced anejaculation at 19 and 76 days post the index procedure; however, the patient anejaculation resolved without action. The investigator assessment for the patient anejaculation symptom in relationship to the device and procedure was assessed as probably related.

Manufacturer narrative:
Event description: updated to reflect endpoint adjudication committee assessment of the patient symptoms of anejaculation. The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause(s) and controls for complaints related to the clinical event were identified. Based on review of the information available an assignable cause of known inherent risk of device was assigned to this investigation.

Event description:
The patient was administered IV sedation, pain medication, and general anesthesia. During procedure a total of 13 treatments were delivered. There were no device observations or adverse events during the procedure. The patient was discharged with an indwelling catheter which was removed 7 days post procedure. The patient was reported to have experienced anejaculation at 76 days post the index procedure; however, the patient anejaculation resolved without action. The investigator assessment for the patient anejaculation symptom in relationship to the device and procedure was assessed as probably related. Adjudication by the clinical end point committee (cec) assessed that the patient symptom of anejaculation was possible related to the treatment and unlikely related to the device. No further information is available.